Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that while using a duo-vent clearlink luer activated valve the albumin would not flow freely with the vent open. This event occurred before use of the device. There was no patient involvement. No additional information is available.